Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval med stiff snare was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the snare failed to cauterize and cut through the polyp. Reportedly, the snare was securely attached to the active cord and there was no visible issue noted with the cautery pin. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.